Manufacturer narrative:
Continued h.6. Health effect - impact code: f2201. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iiiiv.

Event description:
Patient representative has reported that the patient has been experiencing: "difficulty concentrating, fatigue, exhaustion, headaches, sweating, rashes as well as depressive stress disorder and anxiety" (not device related). Patient representative later reported "patient came with severe capsular contracture (baker grade iii/IV), parasternal lymph node and dislocation of the implants." This relates to the left device. Device has been explanted.